Event description:
The customer reported a no disposable pump won't run alarm following a cassette change. No patient injury was reported and no further details provided.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No information has been provided to date.